Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was at the clinic since the pump was not giving insulin. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer went to the emergency room on (B)(6) 2016 to get a prescription for insulin. Customer stated that she is still waiting to be seen. Customer was wearing the pump at the time of the ER visit. Customer stated that the alarm is still on the lcd screen. Customer was advised to contact her health care professional or educator for her personal settings. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed unexpected restart error test, displacement test and basic occlusion test. We were unable to prime during prime test due to faulty force sensor. We were unable to perform occlusion test, excessive no delivery test or verify prime alarms due to prime anomaly. The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window and case.